Event description:
A malfunction alarm, identified as malf 0, was reported, but there were no notable events prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised that they could continue using the pump. They were also instructed to call back if any malfunction codes recurred, and the customer acknowledged and understood these instructions.